Event description:
As reported, during a case involving a "right ll's" critical ischemia with angioplasty and stenting, the distal tip of a 2.3fr 150cm cxi support catheter was buckled when it was removed from the packaging. It failed to load into the 0.014 hydrost guidewire. Photos of the device appeared to show that the distal tip was also partially separated. No section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a case involving a right lower leg critical ischemia with angioplasty and stenting, the distal tip of a 2.3fr 150cm cxi support catheter was buckled when it was removed from the packaging. It failed to load into the 0.014 hydrost guidewire. Photos of the device appeared to show that the distal tip was also partially separated. No section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A photo of the device was provided showing that the distal tip of the device is partially separated. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and examination of the photo provided by the customer suggests that there is evidence the device was manufactured out of specification. As there are no relevant non-conformances, adequate inspection activities have been established, and no other lot-related complaints have been received from the field, however, cook has concluded that this is a single incident. There is no evidence of additional non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency at the subassembly level likely contributed to this incident. The appropriate personnel were notified of this occurrence. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.